Manufacturer narrative:
(B)(4). Analysis of interstim ii s/n (B)(4) found non-conformance in the form of the setscrew being backed out too far. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported the stimulator would not ¿clear the impedance check.¿ a second stimulator was used and the issue resolved. The implant completed without incident. The patient recovered without sequela.